Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: 09/16/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2015 with the following findings: during testing, the pump powered on to a blank display screen; the audio and vibration alerts functioned as expected. A slave processor corruption occurred at a component on the printed circuit board resulting in several consecutive alarms. The cover of the pump was removed and no damage was found to the display screen or the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.